Event description:
On (B)(6) 2016 - pharmacy technician used peridox rtu to disinfect cleanroom facility and experienced burning and itching to eyes. He was assigned to clean on (B)(6) 2016 and experienced burning and itching to eyes that became red and required md visit and treatment. On (B)(6) 2016 - another pharmacy technician experienced burning feeling and redness to eyes. On (B)(6) 2016 - one pharmacy technician states that she gets cough and lingering respiratory issues for a few hours after cleaning with peridox, wearing n95 mask. On (B)(6) 2016 - one pharmacy technician states she gets burning sensation in her nasal passages and throat during the use of peridox. Therapy start date: (B)(6) 2016. Therapy end date: (B)(6) 2016. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.